Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. All codes apply to product ID: 3057. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and urgency frequency. It was reported that the patient was crying and in tears from being in so much pain from the procedure that the patient's husband had pulled the leads out. There were no further symptoms or complications reported or anticipated.